Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n211 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n211 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. A photograph was provided by the customer for evaluation. The kit was not returned. Review of the customer provided photograph shows the centrifuge chamber and there is blood residue on the walls and floor of the chamber. Further evaluation of the photograph shows that the drive tube broke at the lower bearing stop and the drive tube appears to be twisted/damaged where the breakage occurred. A known cause of a damaged drive tube is when the drive tube is not rotating freely. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The reported drive tube break is verified based on the photograph provided; however, the root cause for the drive tube leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6). 20-dec-2024

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the drive tube break was observed at the beginning of the treatment after 500ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer will return a photograph for investigation.